Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving fentanyl (5mcg/ml at 50 mcg/ day) and bupivacaine (9.6mg/ml at 96.15 mg/day) via an implantable pump for non-malignant pain. It was reported that the patient was refilled on (B)(6) 2022, in the office. The patient woke up the next day with numbness in their legs and could not move their legs. The patient went to the emergency room. It was noted the patient was refilled with fentanyl and bupivacaine at the previous refill. The fentanyl concentration was low compared to the bupivacaine concentration. The pump rate was set based on fentanyl and therefore patient ended up on 96 mg/day of bupivacaine. The pump was interrogated and was working fine. The hcp ordered to turn the pump down to minimum rate. The patient had an appointment on (B)(6) 2022 to change concentration. It was unknown if the issue resolved at this time.

Manufacturer narrative:
Concomitant medical products: product ID: a810, serial#: unknown, product type: software. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that they were changing the drug concentrations and wanted to remove all of the old drug instead of doing a bridge bolus. Per the hcp, the patient was getting too much bupivacaine after the refill last week and was numb, had paralyzed legs, completely weak, and in the hospital for five days. The hcp stated that the wrong drug was ordered, and they had the pump running at 10 ml/day before they realized the issue and dropped the pump to minimum rate mode the day after the refill. The removing system contents procedure was reviewed during the call. Per the reporter, they would complete that procedure and then switch to the new/correct drug concentrations of bupivacaine (6.8 mg/ml) and fentanyl (112.5 mcg/ml). The indication for pump use was non-malignant pain.